Manufacturer narrative:
(B)(4). Approximate age of device from the product ship date is 1 year and 2 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the system controller¿s red driveline release button was stuck and would not release. The patient was in the clinic for a required upgrade of the system controller¿s software. The system controller had to be exchanged in order to perform the upgrade. Two lvad clinicians worked together to get it unstuck and the system controller was exchanged without incident. Reportedly, there was soap in the system controller and driveline. The system controller was in use with no alarms or issues at all while the soap was present.